Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an anatomic femoral head and accolade stem in his left hip and in (B)(6) 2021 x-rays of his hip and pelvis showed a disassociation of his femoral head from its femoral component. It is alleged that the patient had notably elevated levels of cobalt and chromium in his blood and intraoperatively the femoral head was found to be disengaged from the femoral stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.